Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), postmenopausal haemorrhage ("other injury(ies) or complication (s) please describe: postmenopausal vaginal spotting"), uterine cancer ("tumor / teratoma / cancer type: uterine cancer") and mental impairment ("diminished brain function") in a 37-year-old female patient who had essure (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postmenopause, endometriosis, body mass index normal, hypothyroidism and graves' disease. Concurrent conditions included postmenopausal bleeding. Concomitant products included beclometasone dipropionate (qvar) since 1985, biotin since 2017, citalopram since 2010, colecalciferol (vitamin d3) since 2016, cyclobenzaprine since 2013, gabapentin from 2014 to 2017, hydroxychloroquine from 2012 to 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since 2015, levothyroxine since 1993, montelukast sodium (singulair) since 2014, quetiapine fumarate (seroquel) since 2014, ropinirole since 2014, trazodone since 2014 and venlafaxine since 2012. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced postmenopausal haemorrhage (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), alopecia ("hair loss"), connective tissue disorder ("autoimmune disorder type of disorder: unconnective tissue disorder"), hypoaesthesia ("autoimmune disorder type of disorder: I have the numbers for lupus / neurological conditions or problems type: numb"), premature menopause ("hormonal changes describe: early menopause"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: anxiety with panic attacks"), depression ("psychological or psychiatric problems condition: depression"), furuncle ("rashes or skin conditions type: boils"), pruritus ("rashes or skin conditions type: itchy skin"), migraine ("migraines/ headaches"), headache ("headaches"), temporomandibular joint syndrome ("dental problems tmj"), paraesthesia ("neurological conditions or problems type: tingling in my hands and feet / tingling sensation"), memory impairment ("hormonal changes describe: memory problems / memory impairment"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), dysmenorrhoea ("dysmenorrhea (cramping) / having a periods was extremely painful / painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), vaginal discharge ("vaginal discharge"), back pain ("chronic low back pain / flare ups"), arthralgia ("chronic hip pain / knees pain / joint pain"), musculoskeletal pain ("both shoulder pain"), pain ("all over body hurt / all over body pain"), neuralgia ("nerve pain"), uterine pain ("sharp stabbing pain in uterus"), menstrual disorder ("extremly large clots, [the size of baseballs, large lemons]"), loss of libido ("hormonal changes describe: loss of sex drive / no sex drive"), dry skin ("dry skin"), skin irritation ("skin irritation"), rash macular ("itchy spots"), the first episode of skin burning sensation ("my skin would have burning spots"), confusional state ("confusion"), amnesia ("memory loss"), dizziness ("dizzy"), tremor ("shakes") and muscle spasms ("nerve spasms / muscle cramps") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2012, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), rash ("rashes or skin conditions type: rash on my neck and chest"), increased tendency to bruise ("rashes or skin conditions type: bruisis easy"), the second episode of skin burning sensation ("rashes or skin conditions type: burning feeling"), insomnia ("insomnia"), vitreous floaters ("vision/eye problems type: I have floaters in my eyes"), sensation of blood flow ("heavy blood flow"), coital bleeding ("bleeding after sex"), neck pain ("neck pain"), intervertebral disc protrusion ("c5 bulging disc"), myalgia ("muscle pain") and hyperhidrosis ("sweats") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (essure removal, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, uterine cancer, mental impairment, fibromyalgia, alopecia, fatigue, connective tissue disorder, hypoaesthesia, premature menopause, night sweats, hot flush, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, dysgeusia, anxiety, panic attack, depression, rash, furuncle, increased tendency to bruise, pruritus, the last episode of skin burning sensation, migraine, headache, temporomandibular joint syndrome, paraesthesia, memory impairment, insomnia, feeling abnormal, tinnitus, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, weight increased, back pain, arthralgia, musculoskeletal pain, pain, neuralgia, uterine pain, menstrual disorder, sensation of blood flow, loss of libido, dry skin, skin irritation, rash macular, confusional state, amnesia, dizziness, tremor, muscle spasms, coital bleeding, neck pain, intervertebral disc protrusion, myalgia and hyperhidrosis outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, coital bleeding, confusional state, connective tissue disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, menstrual disorder, mental impairment, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, neck pain, neuralgia, night sweats, pain, panic attack, paraesthesia, pelvic pain, postmenopausal haemorrhage, premature menopause, pruritus, rash, rash macular, sensation of blood flow, skin irritation, temporomandibular joint syndrome, tinnitus, tremor, uterine cancer, uterine pain, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight increased, the first episode of skin burning sensation and the second episode of skin burning sensation to be related to essure. The reporter commented: surgery (other) type of surgery: oral surgery many teeth removed, cold cone surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2017: a) labeled "right fallopian tube with essure". Received in formalin is a fragmented fallopian tube, when reapproximated measures 6.5 cm in length, and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. 8) labeled "left fallopian tube with essure". Received in formalin is a fallopian tube measuring 6.5 cm in length and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- autoimmune disorder type of disorder: fibromyalgia, unconnective tissue disorder, I have the numbers for lupus, hormonal changes describe: early menopause, night sweats, hot flashes, mood swings, loss of sex drive, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, metal taste in mouth, psychological or psychiatric problems condition: anxiety with panic attacks, depression, rashes or skin conditions type: rash on my neck and chest, boils, bruisis easy, itchy skin, burning feeling, migraines / headaches, dental problems tmj, neurological conditions or problems type: numb/tingling in my hands and feet, memory problems, insomnia, tingling sensation, brain fog, diminished brain function, ringing in the ears, dysmenorrhea (cramping) / having a periods was extremely painful, dyspareunia (painful sexual intercourse) / painful sex, tumor / teratoma / cancer type: uterine cancer, vaginal discharge, vision/eye problems type: I have floaters in my eyes, weight gain, other injury(ies) or complication (s) please describe: postmenopausal vaginal spotting, chronic low back pain, chronic hip pain, both shoulder pain, all over body hurt, nerve pain, sharp stabbing pain in uterus, extremly large clots, heavy blood flow, skin irritation, dry skin, my skin would have burning spots, confusion, forgetfulness, memory loss, dizzy, shakes, nerve spasms, bleeding after sex, neck pain, c5 bulging disc, muscle pain, sweats, muscle cramps, . Event autoimmune disorder updated to fibromyalgia. Medical history, concomitant drug, lab data, reporter information, aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, alopecia and fatigue outcome was unknown. The reporter considered alopecia, autoimmune disorder, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), postmenopausal haemorrhage ('other injury(ies) or complication (s) please describe: postmenopausal vaginal spotting'), uterine cancer ('tumor / teratoma / cancer type: uterine cancer') and mental impairment ('diminished brain function') in a 37-year-old female patient who had essure (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postmenopause, endometriosis, body mass index normal, hypothyroidism and graves' disease. Concurrent conditions included postmenopausal bleeding. Concomitant products included beclometasone dipropionate (qvar) since 1985, biotin since 2017, citalopram since 2010, colecalciferol (vitamin d3) since 2016, cyclobenzaprine since 2013, gabapentin from 2014 to 2017, hydroxychloroquine from 2012 to 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since 2015, levothyroxine since 1993, montelukast sodium (singulair) since 2014, quetiapine fumarate (seroquel) since 2014, ropinirole since 2014, trazodone since 2014 and venlafaxine since 2012. On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced postmenopausal haemorrhage (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), alopecia ("hair loss"), connective tissue disorder ("autoimmune disorder type of disorder: unconnective tissue disorder"), hypoaesthesia ("autoimmune disorder type of disorder: I have the numbers for lupus / neurological conditions or problems type: numb"), premature menopause ("hormonal changes describe: early menopause"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: anxiety with panic attacks"), depression ("psychological or psychiatric problems condition: depression"), furuncle ("rashes or skin conditions type: boils"), pruritus ("rashes or skin conditions type: itchy skin"), migraine ("migraines/ headaches"), headache ("headaches"), temporomandibular joint syndrome ("dental problems tmj"), paraesthesia ("neurological conditions or problems type: tingling in my hands and feet / tingling sensation"), memory impairment ("hormonal changes describe: memory problems / memory impairment"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), dysmenorrhoea ("dysmenorrhea (cramping) / having a periods was extremely painful / painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), vaginal discharge ("vaginal discharge"), back pain ("chronic low back pain / flare ups"), arthralgia ("chronic hip pain / knees pain / joint pain"), musculoskeletal pain ("both shoulder pain"), pain ("all over body hurt / all over body pain"), neuralgia ("nerve pain"), uterine pain ("sharp stabbing pain in uterus"), menstrual disorder ("extremely large clots, [the size of baseballs, large lemons]"), loss of libido ("hormonal changes describe: loss of sex drive / no sex drive"), dry skin ("dry skin"), skin irritation ("skin irritation"), rash macular ("itchy spots"), the first episode of skin burning sensation ("my skin would have burning spots"), confusional state ("confusion"), amnesia ("memory loss"), dizziness ("dizzy"), tremor ("shakes") and muscle spasms ("nerve spasms / muscle cramps") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2012, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), rash ("rashes or skin conditions type: rash on my neck and chest"), increased tendency to bruise ("rashes or skin conditions type: bruisis easy"), the second episode of skin burning sensation ("rashes or skin conditions type: burning feeling"), insomnia ("insomnia"), vitreous floaters ("vision/eye problems type: I have floaters in my eyes"), sensation of blood flow ("heavy blood flow"), coital bleeding ("bleeding after sex"), neck pain ("neck pain"), intervertebral disc protrusion ("c5 bulging disc"), myalgia ("muscle pain"), hyperhidrosis ("sweats") and nipple exudate bloody ("I had bloody discharge on my right breast") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (essure removal, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, uterine cancer, mental impairment, fibromyalgia, alopecia, fatigue, connective tissue disorder, hypoaesthesia, premature menopause, night sweats, hot flush, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, dysgeusia, anxiety, panic attack, depression, rash, furuncle, increased tendency to bruise, pruritus, the last episode of skin burning sensation, migraine, headache, temporomandibular joint syndrome, paraesthesia, memory impairment, insomnia, feeling abnormal, tinnitus, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, weight increased, back pain, arthralgia, musculoskeletal pain, pain, neuralgia, uterine pain, menstrual disorder, sensation of blood flow, loss of libido, dry skin, skin irritation, rash macular, confusional state, amnesia, dizziness, tremor, muscle spasms, coital bleeding, neck pain, intervertebral disc protrusion, myalgia, hyperhidrosis and nipple exudate bloody outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, coital bleeding, confusional state, connective tissue disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, menstrual disorder, mental impairment, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, neck pain, neuralgia, night sweats, nipple exudate bloody, pain, panic attack, paraesthesia, pelvic pain, postmenopausal haemorrhage, premature menopause, pruritus, rash, rash macular, sensation of blood flow, skin irritation, temporomandibular joint syndrome, tinnitus, tremor, uterine cancer, uterine pain, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight increased, the first episode of skin burning sensation and the second episode of skin burning sensation to be related to essure. The reporter commented: surgery (other) type of surgery: oral surgery many teeth removed, cold cone surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Pathology test - on (B)(6)2017: a) labeled "right fallopian tube with essure". Received in formalin is a fragmented fallopian tube, when reapproximated measures 6.5 cm in length, and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. 8) labeled "left fallopian tube with essure". Received in formalin is a fallopian tube measuring 6.5 cm in length and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received- new event bloody discharge on breast was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), postmenopausal haemorrhage ("other injury(ies) or complication (s) please describe: postmenopausal vaginal spotting"), uterine cancer ("tumor / teratoma / cancer type: uterine cancer") and mental impairment ("diminished brain function") in a 37-year-old female patient who had essure (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postmenopause, endometriosis, body mass index normal, hypothyroidism and graves' disease. Concurrent conditions included postmenopausal bleeding. Concomitant products included beclometasone dipropionate (qvar) since 1985, biotin since 2017, citalopram since 2010, colecalciferol (vitamin d3) since 2016, cyclobenzaprine since 2013, gabapentin from 2014 to 2017, hydroxychloroquine from 2012 to 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since 2015, levothyroxine since 1993, montelukast sodium (singulair) since 2014, quetiapine fumarate (seroquel) since 2014, ropinirole since 2014, trazodone since 2014 and venlafaxine since 2012. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced postmenopausal haemorrhage (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), alopecia ("hair loss"), connective tissue disorder ("autoimmune disorder type of disorder: unconnective tissue disorder"), hypoaesthesia ("autoimmune disorder type of disorder: I have the numbers for lupus / neurological conditions or problems type: numb"), premature menopause ("hormonal changes describe: early menopause"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: anxiety with panic attacks"), depression ("psychological or psychiatric problems condition: depression"), furuncle ("rashes or skin conditions type: boils"), pruritus ("rashes or skin conditions type: itchy skin"), migraine ("migraines/ headaches"), headache ("headaches"), temporomandibular joint syndrome ("dental problems tmj"), paraesthesia ("neurological conditions or problems type: tingling in my hands and feet / tingling sensation"), memory impairment ("hormonal changes describe: memory problems / memory impairment"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), dysmenorrhoea ("dysmenorrhea (cramping) / having a periods was extremely painful / painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), vaginal discharge ("vaginal discharge"), back pain ("chronic low back pain / flare ups"), arthralgia ("chronic hip pain / knees pain / joint pain"), musculoskeletal pain ("both shoulder pain"), pain ("all over body hurt / all over body pain"), neuralgia ("nerve pain"), uterine pain ("sharp stabbing pain in uterus"), menstrual disorder ("extremly large clots, [the size of baseballs, large lemons]"), loss of libido ("hormonal changes describe: loss of sex drive / no sex drive"), dry skin ("dry skin"), skin irritation ("skin irritation"), rash macular ("itchy spots"), the first episode of skin burning sensation ("my skin would have burning spots"), confusional state ("confusion"), amnesia ("memory loss"), dizziness ("dizzy"), tremor ("shakes") and muscle spasms ("nerve spasms / muscle cramps") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2012, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), rash ("rashes or skin conditions type: rash on my neck and chest"), increased tendency to bruise ("rashes or skin conditions type: bruisis easy"), the second episode of skin burning sensation ("rashes or skin conditions type: burning feeling"), insomnia ("insomnia"), vitreous floaters ("vision/eye problems type: I have floaters in my eyes"), sensation of blood flow ("heavy blood flow"), coital bleeding ("bleeding after sex"), neck pain ("neck pain"), intervertebral disc protrusion ("c5 bulging disc"), myalgia ("muscle pain") and hyperhidrosis ("sweats") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (essure removal, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, uterine cancer, mental impairment, fibromyalgia, alopecia, fatigue, connective tissue disorder, hypoaesthesia, premature menopause, night sweats, hot flush, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, dysgeusia, anxiety, panic attack, depression, rash, furuncle, increased tendency to bruise, pruritus, the last episode of skin burning sensation, migraine, headache, temporomandibular joint syndrome, paraesthesia, memory impairment, insomnia, feeling abnormal, tinnitus, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, weight increased, back pain, arthralgia, musculoskeletal pain, pain, neuralgia, uterine pain, menstrual disorder, sensation of blood flow, loss of libido, dry skin, skin irritation, rash macular, confusional state, amnesia, dizziness, tremor, muscle spasms, coital bleeding, neck pain, intervertebral disc protrusion, myalgia and hyperhidrosis outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, coital bleeding, confusional state, connective tissue disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, menstrual disorder, mental impairment, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, neck pain, neuralgia, night sweats, pain, panic attack, paraesthesia, pelvic pain, postmenopausal haemorrhage, premature menopause, pruritus, rash, rash macular, sensation of blood flow, skin irritation, temporomandibular joint syndrome, tinnitus, tremor, uterine cancer, uterine pain, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight increased, the first episode of skin burning sensation and the second episode of skin burning sensation to be related to essure. The reporter commented: surgery (other) type of surgery: oral surgery many teeth removed, cold cone surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2017: a) labeled "right fallopian tube with essure". Received in formalin is a fragmented fallopian tube, when reapproximated measures 6.5 cm in length, and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. 8) labeled "left fallopian tube with essure". Received in formalin is a fallopian tube measuring 6.5 cm in length and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postmenopause, endometriosis, body mass index normal, hypothyroidism and graves' disease. Concurrent conditions included postmenopausal bleeding. Concomitant products included beclometasone dipropionate (qvar) since 1985, biotin since 2017, citalopram since 2010, colecalciferol (vitamin d3) since 2016, cyclobenzaprine since 2013, gabapentin from 2014 to 2017, hydroxychloroquine from 2012 to 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since 2015, levothyroxine since 1993, montelukast sodium (singulair) since 2014, quetiapine fumarate (seroquel) since 2014, ropinirole since 2014, trazodone since 2014 and venlafaxine since 2012. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced postmenopausal haemorrhage ("other injury(ies) or complication (s) please describe: postmenopausal vaginal spotting"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), alopecia ("hair loss"), connective tissue disorder ("autoimmune disorder type of disorder: unconnective tissue disorder"), hypoaesthesia ("autoimmune disorder type of disorder: I have the numbers for lupus / neurological conditions or problems type: numb"), premature menopause ("hormonal changes describe: early menopause"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: anxiety with panic attacks"), depression ("psychological or psychiatric problems condition: depression"), furuncle ("rashes or skin conditions type: boils"), pruritus ("rashes or skin conditions type: itchy skin"), migraine ("migraines/ headaches"), headache ("headaches"), temporomandibular joint syndrome ("dental problems tmj"), paraesthesia ("neurological conditions or problems type: tingling in my hands and feet / tingling sensation"), memory impairment ("hormonal changes describe: memory problems / memory impairment"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), dysmenorrhoea ("dysmenorrhea (cramping) / having a periods was extremely painful / painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), vaginal discharge ("vaginal discharge"), back pain ("chronic low back pain / flare ups"), arthralgia ("chronic hip pain / knees pain / joint pain"), musculoskeletal pain ("both shoulder pain"), pain ("all over body hurt / all over body pain"), neuralgia ("nerve pain"), uterine pain ("sharp stabbing pain in uterus"), menstrual disorder ("extremly large clots, [the size of baseballs, large lemons]"), loss of libido ("hormonal changes describe: loss of sex drive / no sex drive"), dry skin ("dry skin"), skin irritation ("skin irritation"), rash macular ("itchy spots"), the first episode of skin burning sensation ("my skin would have burning spots"), confusional state ("confusion"), amnesia ("memory loss"), dizziness ("dizzy"), tremor ("shakes") and muscle spasms ("nerve spasms / muscle cramps") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2012, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment ("diminished brain function"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), rash ("rashes or skin conditions type: rash on my neck and chest"), increased tendency to bruise ("rashes or skin conditions type: bruisis easy"), the second episode of skin burning sensation ("rashes or skin conditions type: burning feeling"), insomnia ("insomnia"), vitreous floaters ("vision/eye problems type: I have floaters in my eyes"), sensation of blood flow ("heavy blood flow"), coital bleeding ("bleeding after sex"), neck pain ("neck pain"), intervertebral disc protrusion ("c5 bulging disc"), myalgia ("muscle pain"), hyperhidrosis ("sweats"), nipple exudate bloody ("I had bloody discharcge on my right breast"), systemic lupus erythematosus ("lupus"), basedow's disease ("pluss grave disease") and thyroid disorder ("thyroid") and was found to have uterine cancer ("tumor / teratoma / cancer type: uterine cancer"). The patient was treated with surgery (essure removal, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, uterine cancer, mental impairment, fibromyalgia, alopecia, fatigue, connective tissue disorder, hypoaesthesia, premature menopause, night sweats, hot flush, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, dysgeusia, anxiety, panic attack, depression, rash, furuncle, increased tendency to bruise, pruritus, the last episode of skin burning sensation, migraine, headache, temporomandibular joint syndrome, paraesthesia, memory impairment, insomnia, feeling abnormal, tinnitus, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, weight increased, back pain, arthralgia, musculoskeletal pain, pain, neuralgia, uterine pain, menstrual disorder, sensation of blood flow, loss of libido, dry skin, skin irritation, rash macular, confusional state, amnesia, dizziness, tremor, muscle spasms, coital bleeding, neck pain, intervertebral disc protrusion, myalgia, hyperhidrosis, nipple exudate bloody, systemic lupus erythematosus, basedow's disease and thyroid disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, basedow's disease, coital bleeding, confusional state, connective tissue disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, menstrual disorder, mental impairment, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, neck pain, neuralgia, night sweats, nipple exudate bloody, pain, panic attack, paraesthesia, pelvic pain, postmenopausal haemorrhage, premature menopause, pruritus, rash, rash macular, sensation of blood flow, skin irritation, systemic lupus erythematosus, temporomandibular joint syndrome, thyroid disorder, tinnitus, tremor, uterine cancer, uterine pain, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight increased, the first episode of skin burning sensation and the second episode of skin burning sensation to be related to essure. The reporter commented: surgery (other) type of surgery: oral surgery many teeth removed, cold cone surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Pathology test - on (B)(6) 2017: a) labeled "right fallopian tube with essure". Received in formalin is a fragmented fallopian tube, when reapproximated measures 6.5 cm in length, and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. 8) labeled "left fallopian tube with essure". Received in formalin is a fallopian tube measuring 6.5 cm in length and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. Lot number:620735 manufacturing date:2006/07 expiration date:2008/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postmenopause, endometriosis, body mass index normal, hypothyroidism and graves' disease. Concurrent conditions included postmenopausal bleeding. Concomitant products included beclometasone dipropionate (qvar) since 1985, biotin since 2017, citalopram since 2010, colecalciferol (vitamin d3) since 2016, cyclobenzaprine since 2013, gabapentin from 2014 to 2017, hydroxychloroquine from 2012 to 2017, hydroxyzine hydrochloride (hydroxyzine hcl) since 2015, levothyroxine since 1993, montelukast sodium (singulair) since 2014, quetiapine fumarate (seroquel) since 2014, ropinirole since 2014, trazodone since 2014 and venlafaxine since 2012. On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced postmenopausal haemorrhage ("other injury(ies) or complication (s) please describe: postmenopausal vaginal spotting"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), alopecia ("hair loss"), connective tissue disorder ("autoimmune disorder type of disorder: unconnective tissue disorder"), hypoaesthesia ("autoimmune disorder type of disorder: I have the numbers for lupus / neurological conditions or problems type: numb"), premature menopause ("hormonal changes describe: early menopause"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: anxiety with panic attacks"), depression ("psychological or psychiatric problems condition: depression"), furuncle ("rashes or skin conditions type: boils"), pruritus ("rashes or skin conditions type: itchy skin"), migraine ("migraines/ headaches"), headache ("headaches"), temporomandibular joint syndrome ("dental problems tmj"), paraesthesia ("neurological conditions or problems type: tingling in my hands and feet / tingling sensation"), memory impairment ("hormonal changes describe: memory problems / memory impairment"), feeling abnormal ("brain fog"), tinnitus ("ringing in the ears"), dysmenorrhoea ("dysmenorrhea (cramping) / having a periods was extremely painful / painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), vaginal discharge ("vaginal discharge"), back pain ("chronic low back pain / flare ups"), arthralgia ("chronic hip pain / knees pain / joint pain"), musculoskeletal pain ("both shoulder pain"), pain ("all over body hurt / all over body pain"), neuralgia ("nerve pain"), uterine pain ("sharp stabbing pain in uterus"), menstrual disorder ("extremly large clots, [the size of baseballs, large lemons]"), loss of libido ("hormonal changes describe: loss of sex drive / no sex drive"), dry skin ("dry skin"), skin irritation ("skin irritation"), rash macular ("itchy spots"), the first episode of skin burning sensation ("my skin would have burning spots"), confusional state ("confusion"), amnesia ("memory loss"), dizziness ("dizzy"), tremor ("shakes") and muscle spasms ("nerve spasms / muscle cramps") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2012, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment ("diminished brain function"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), rash ("rashes or skin conditions type: rash on my neck and chest"), increased tendency to bruise ("rashes or skin conditions type: bruisis easy"), the second episode of skin burning sensation ("rashes or skin conditions type: burning feeling"), insomnia ("insomnia"), vitreous floaters ("vision/eye problems type: I have floaters in my eyes"), sensation of blood flow ("heavy blood flow"), coital bleeding ("bleeding after sex"), neck pain ("neck pain"), intervertebral disc protrusion ("c5 bulging disc"), myalgia ("muscle pain"), hyperhidrosis ("sweats"), nipple exudate bloody ("I had bloody discharcge on my right breast"), systemic lupus erythematosus ("lupus"), basedow's disease ("pluss grave disease") and thyroid disorder ("thyroid") and was found to have uterine cancer ("tumor / teratoma / cancer type: uterine cancer"). The patient was treated with surgery (essure removal, salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, postmenopausal haemorrhage, uterine cancer, mental impairment, fibromyalgia, alopecia, fatigue, connective tissue disorder, hypoaesthesia, premature menopause, night sweats, hot flush, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, dysgeusia, anxiety, panic attack, depression, rash, furuncle, increased tendency to bruise, pruritus, the last episode of skin burning sensation, migraine, headache, temporomandibular joint syndrome, paraesthesia, memory impairment, insomnia, feeling abnormal, tinnitus, dysmenorrhoea, dyspareunia, vaginal discharge, vitreous floaters, weight increased, back pain, arthralgia, musculoskeletal pain, pain, neuralgia, uterine pain, menstrual disorder, sensation of blood flow, loss of libido, dry skin, skin irritation, rash macular, confusional state, amnesia, dizziness, tremor, muscle spasms, coital bleeding, neck pain, intervertebral disc protrusion, myalgia, hyperhidrosis, nipple exudate bloody, systemic lupus erythematosus, basedow's disease and thyroid disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, basedow's disease, coital bleeding, confusional state, connective tissue disorder, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, furuncle, headache, hot flush, hyperhidrosis, hypoaesthesia, increased tendency to bruise, insomnia, intervertebral disc protrusion, loss of libido, memory impairment, menorrhagia, menstrual disorder, mental impairment, migraine, mood swings, muscle spasms, musculoskeletal pain, myalgia, neck pain, neuralgia, night sweats, nipple exudate bloody, pain, panic attack, paraesthesia, pelvic pain, postmenopausal haemorrhage, premature menopause, pruritus, rash, rash macular, sensation of blood flow, skin irritation, systemic lupus erythematosus, temporomandibular joint syndrome, thyroid disorder, tinnitus, tremor, uterine cancer, uterine pain, vaginal discharge, vaginal haemorrhage, vitreous floaters, weight increased, the first episode of skin burning sensation and the second episode of skin burning sensation to be related to essure. The reporter commented: surgery (other) type of surgery: oral surgery many teeth removed, cold cone surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Pathology test - on(B)(6)2017: a) labeled "right fallopian tube with essure". Received in formalin is a fragmented fallopian tube, when reapproximated measures 6.5 cm in length, and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. 8) labeled "left fallopian tube with essure". Received in formalin is a fallopian tube measuring 6.5 cm in length and 0.5 cm in diameter. A metal spring like contraceptive device is identified within the lumen of the tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: social media received: events: lupus, graves disease, thyroid disorder were added. Race information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.